Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Frequent and recurring occlusion issues were noted, prompting cts to transfer the call for additional assistance.